Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that starting yesterday the patient reports experiencing continual shocking in the butt cheek and that it made it go numb and described it as unbearable pain. They turned the therapy down and it made it worse so they turned it off and they are afraid to turn it back on again. Helped caller change programs so that the stim would start at 0.1 when turned back on. Caller increased stim and continued to feel it in the same spot, which was around the device and incision. They increased again and felt it more in the bike seat, but upon standing up, they felt it back in the ins area. The caller also noted that they still have some soreness from the incision site. Reviewed that the target area is the bike seat area. The caller does not see the hcp until may 30th. The caller will try other programs on their own to see if they can feel it in the bike seat. Reviewed that they can also contact the hcp for direction on how to proceed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. It was reported that the patient's next appointment is (B)(6) 2023. The cause of the continually shocking was determined to be due to being on the wrong program. The patient now knows how to adjust program. The issue was resolved. The cause of the feeling stimulation in the back of ins was determined to be due to the device setting being too high/wrong program. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.